Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6)) on (B)(6) 2025. On postoperative exam, the lal was noted to be subluxated, with one of the haptics displaced superiorly over the iris. On (B)(6) 2025, a secondary procedure was performed to reposition the lens and haptic.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).